Event description:
It was reported by the customer that a bd pyxis¿ cii safe updated due to ldap change. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users in ciisafe updated due to ldap change. The technical support specialist dialed into the station and determined whether the problem was related to user login failures or another aspect of the system. The technical service console confirmed that user credentials were correctly cached and up to date. After implementing changes, monitored the system to ensure the issue was resolved and did not recur. The case was resolved under the case (B)(4). The system functioned as intended after the technical support specialist investigated the device.